Manufacturer narrative:
The device was discarded by the user facility, therefore; the reported failure could not be verified and a root cause cannot be conclusively determined. A review of the manufacturing documents verified the device was produced per current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified at the time of manufacture. A two-year review of complaint history revealed no other similar complaints for this product family and failure mode. (B)(4). A risk analysis was performed and found this failure mode and occurrence level to be consistent and acceptable with current risk documents. The instructions for use advises the user of the following. Inspect instruments prior to use to ensure they are in good physical condition and function properly. There should be no loose, broken or misaligned parts. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The conmed sales representative reported on behalf of the user facility that during a glute medius repair, the yrc02n needle fell off the suture. The procedure was completed with a 15-20 minute surgical delay to find and remove the needle. The needle was found underneath the tendon in the muscle belly and was retrieved using raytech and a needle driver. No patient injury was reported. This report is being raised on the basis of a reported malfunction with potential for injury with recurrence.